Event description:
A customer reported that a pt's previously identified anti-jka was negative when tested with cell 2 of 0.8% selectogen lot 8s742. No death or serious injury is associated with this event.